Event description:
An optician reported that a customer had been wearing focus night & day lenses on an extended wear basis without problems for about 8 months. Inserted a new pair of lenses in 2003 and while inserting the lens in their right eye introduced a foreign body. They continued to wear the lens and presented 2 days later with a moderately painful right eye and peripheral infiltrates due to a possible centrally located ulcer. The optician removed the lens and referred the customer to an ophthalmologist. The ophthalmologist confirmed the presence of a central corneal erosion with accompanying edema and endothelial dysfunction. The ophthalmologist thought that this was due to overnight wear of the lens, which lead to an infection. No cultures or scrapings were taken. The pt was prescribed broad-spectrum antibiotics (tobradex and trafloxal). The pt's visual acuity ahs improved from 0.2 to 0.9 with resolution and no permanent damage. No further info is available at this time.